Event description:
It was reported that a syringe 3ml ll euro 200 s/c had foreign matter before use. The following was reported by the initial reporter: "clear sticky liquid in syringe when extracting plunger. When the plunger is pressed to the bottom, the liquid can be seen in the tip of the syringe. Syringe has not been used in production since the liquid was discovered before winding".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-04-05. Investigation summary: one loose 3ml syringe was received and evaluated. It appeared the "sticky liquid" in the syringe was silicone. The plunger rod was pulled back with some stringing and pooling observed. The excessive amount of silicone was rejectable per product specification. Potential root cause for the excessive silicone defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 9099553 is considered in compliance with our product specification requirements.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a syringe 3ml ll euro 200 s/c had foreign matter before use. The following was reported by the initial reporter: "clear sticky liquid in syringe when extracting plunger. When the plunger is pressed to the bottom, the liquid can be seen in the tip of the syringe. Syringe has not been used in production since the liquid was discovered before winding"